Event description:
The IV pump was attached to the IV pole. The nurse stepped out of the room and heard a noise. The nurse returned to find the IV pump on the floor with the pole clamp still attached to the IV pole.====================== manufacturer response for infusion pump, symbiq======================the manufacturer requested the pump be sent in for evaluation.